Manufacturer narrative:
(B)(4). Date sent: 5/22/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, spring mechanism on the top of the 120mm verris insufflation needle was not springing back. Opened a second one of a different lot number, same issue. Switched to 150mm verris to continue case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2026 the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.